Event description:
During manufacturer product analysis of a vns generator explanted for reported normal end of service, it was identified that the q9 transistor was out of specification and exceeded the pulsing supply current. Bench analysis determined that the out-of-specification conditions were caused by a leaky q9 component. After q9 was substituted, the device performed according to functional specifications. The out-of-specification supply current currents could potentially be a contributing factor to the end of service condition; however, results of the battery life calculation (-1.59 years) indicate that the end-of-service condition was an expected event. The patient was implanted for 10 years and 327 days. Review of the generator's device history record documents the generator met all final electrical testing and was within specification at the time of initial distribution.